Event description:
It was reported that guidewire tip detachment/separation occurred. The target lesion was located in the peroneal artery. A 300cm straight tip v-14¿ controlwire® was selected for use and advanced to cross the lesion. During the procedure, when the device was almost at the target vessel, the tip of the device did not rotate. The physician then tried to retrieve the wire to make a curve shape on the tip; however, the tip of the wire snapped. The procedure was completed with a different device. Post procedure, the patient was sent to the operating room for the removal of the detached tip of the device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).